Event description:
It was reported that insert indent has become filled with cement that was unable to be removed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary the product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the prostalac lng stm mld insr 215 had an unknown material that appears to be cement inside. Additionally, the edge was deformed. The observed deformed condition of the device appears to result from a combination of heavy use and exposure to unintended forces. Properly handling and attention to the approved use of the device diminishes the risk of failure. Foreign matter condition may occur during the mold preparation / cement process, as outlined in the prostalac® hip system surgical technique specifically advises: "before using the prostalac molds, apply a thin layer of sterile mineral oil inside the mold to allow easy removal of the implant after the cement has hardened around the implant". A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the prostalac lng stm mld insr 215 would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.